Manufacturer narrative:
(B)(4). Concomitant devices: finn segmental femoral component left, catalog #: 153804, lot #: 259710; orthopedic salvage system polyethylene femoral bushings 2pk, catalog #: 150477, lot #: 242270; orthopedic salvage system polyethylene locking pin, catalog #: 150478, lot #: 545750; orthopedic salvage system tibial polyethylene bearing 12mm, catalog #: 150410, lot #: 130940; orthopedic salvage system axle, catalog #: 150480, lot #: 292200; orthopedic salvage system polyethylene tibial bushing, catalog #: 150476, lot #: 594690; finn segmental 325mm, catalog #: cp112131, lot #: 751570; compress nut, catalog #: rd125050, lot #: 190740; orthopedic salvage system reinforced yoke, catalog #: 150479, lot #: 551880; cps short 600lbf small spindle, catalog #: cp111164, lot #: 684980; compress custom anchor plug 19mm short, catalog #: cp111048, lot #: 685590; compress/finn spacer 25mm, catalog #: rd125083, lot #: 674530. The complainant indicated that the reported device would not be returned to zimmer biomet for evaluation as the location of the product is unknown. The product was evaluated through manufacturing review, however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-02821, 0001825034-2018-04667.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision to address post-operative implant loosening. No additional patient consequences were reported.